Event description:
It was reported that the insulin cartridge leaked during setup, causing insulin to collect inside the ilet and preventing the system from proceeding, after which the user cleaned the device, replaced the supplies at home, and successfully resumed insulin delivery. The user blood glucose was reported up to 176 mg/dl. Customer care provided support with a recommendation to replace the cartridge and verification of successful priming and supply replacement. Investigation of this case revealed the pump housing had insulin exposure due to a leaking cartridge and the issue was resolved by replacing the cartridge and completing a proper supply change. No clinical symptoms associated with elevated blood glucose prior to successful supply change. Outcomes included temporary interruption of insulin delivery without medical intervention. It was concluded that the event was related to a leaking cartridge component with user-performed a full supply change restoring normal operation without injury.